Event description:
Healthcare professional reported, left side rupture. Device was explanted.

Manufacturer narrative:
Clarification to d6a.: implant date: implant date has been removed, as the partial implant date of "2011" is before the manufacturing date of 31/jan/2012. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed, as unidentified (tear) opening (shell thickness within specification). No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: not is possible observe. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Manufacturer narrative:
Clarification to d.9: date provided is for receipt of device photos for analysis. Device has not been received. Pending photo analysis. Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device was explanted.